Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a recently implanted paitent suffered a cerebrovascular accident (cva). On (B)(6) 2021 the patient had a seizure when the staff tried to wake them up post operative. A computerized tomography (CT) scan was done which was normal. On (B)(6) 2021 the patient had another seizure, left sided hemiparesis was discovered. On (B)(6) 2021, the patient had a new CT scan which confirmed an ischemic stroke. The patient was treated with low molecular weight heparin (lmwh) between (B)(6) 2021 and (B)(6) 2021. The patient move from the intensive care unit (ICU) to a step down unit for rehabilitation and patient education. The patient was noted to be stable. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between heartmate 3 left ventricular assist device (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that the patient experienced a seizure on (B)(6) 2021. A computerized tomography (CT) scan revealed normal results. On (B)(6) 2021, the patient had another seizure and left-sided hemiparesis was discovered. A CT scan was performed on (B)(6) 2021 that confirmed an ischemic stroke. The patient was treated with a low molecular weight anticoagulation medication between the 16th and 19th of april, and was reported to be in stable condition. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU). This IFU lists stroke and other neurological events (not stroke-related) as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Additionally, section 6 lists neurologic dysfunction as a potential late postimplant complication that may be associated with the use of heartmate 3 left ventricular assist system. This section also contains information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.